Event description:
It was reported that a patient with a 23mm aortic valve underwent a valve-in-valve procedure after an implant duration of 1 year, 11 months due to severe stenosis. The patient presented with sob, syncope and hypotension. The tavr was performed with a 23mm transcatheter valve. The patient outcome was stable. Per information received infectious disease was consulted on this admission for possible recurrent endocarditis, however, a tee did not reveal evidence of vegetation consistent with infective endocarditis and blood cultures revealed no growth.

Manufacturer narrative:
Additional narratives stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The most likely cause is patient factors, including chronic kidney disease (ckd), end stage renal disease on hemodialysis (esrd on hd), and hyperlipidemia (hld). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.